Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited possible oversensing notes on stored atrial high rate electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.